Event description:
The customer contact reported a disconnection; subsequently, blood loss was noted. The male end of the t-connector extension set was connected to the patient's unspecified peripheral IV catheter. The customer contact stated that the patient was receiving hyperal at an unspecified flow rate. Approximately 5 to 6 minutes after therapy was initiated, blood loss was noted. It was then noted the extension set had disconnected from the IV catheter. The amount of blood loss experienced by the patient was unspecified. The extension set was replaced and therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.